Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder. Guide cath: launcher. Stent: endeavor 3.5 x 24. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a non-abbott stent was directly implanted in the moderately tortuous, heavily calcified, eccentric, de novo, 90% stenosed lesion in the mid right coronary artery. A voyager nc 3.75 x 15 mm balloon dilatation catheter (bdc) was used to post-dilate the stent when it got ruptured on the first inflation of 15 atmospheres for 15 seconds. There was no resistance on advancement or retraction. The bdc was easily and completely removed from the anatomy. Post-dilatation was performed using the non-abbott sds balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.